Event description:
It was reported that the patient with this spectra penile prothesis (spp) experienced pain. The patient stated that the device was not firm and bends during penetration causing them pain. The physician detected the fracture of the device with axial instability during physical examination. The device is still implanted, and a revision surgery will be performed. No further patient complications reported.

Event description:
It was reported that the patient with this spectra penile prothesis (spp) experienced pain. The patient stated that the device was not firm and bends during penetration causing them pain. The physician detected the fracture of the device with axial instability during physical examination. The device is still implanted, and a revision surgery will be performed. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, disfigurement are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, disfigurement are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this spectra penile prothesis (spp) experienced pain. The patient stated that the device was not firm and bends during penetration causing them pain. The physician detected the fracture of the device with axial instability during physical examination. As a result, the device was explanted and replaced with tactra. No further patient complications reported.